Event description:
The line connected with the transducer was cut.

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) double dpt kit. Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of pa IV line.